Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn but not separated. On the other hand, part of the ptfe pad was not buried under 2 holes for fixing the ptfe pad on the grasping section. (Normal ptfe pad should be buried under 2 holes for fixing the ptfe pad on the grasping section.) Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that there was a possibility that the ptfe pad was separated partially once in the use. After that, the user pushed it back to the grasping section. The reported error and contact marks occurred since the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad wore due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during an open gastric surgery, the subject device was used and unspecified error occurred frequently. The user found that the ptfe pad of the device was separated. He pushed it back to the original position, and just continued the procedure with the device. After that he stopped use of it, but the reason wasn't reported. The procedure was completed with unspecified device. There was no patient injury reported.